Event description:
The customer reported that the provue scanned the same sample barcode number twice for a specimen. No error message was generated by the ortho provue. No erroneous results were reported.

Manufacturer narrative:
Cts confirmed that the barcode labels are properly positioned on the tube. The customer did not provide sample ids, so cts could not determine any issues from review of the log files. An ocd field engineer arrived at the customer site to complete repairs for sample camera issues. The fe replaced the reagent camera to resolve noise in the reagent camera and replaced the sample camera to resolve noise in the sample camera image. The fe then performed all camera alignments and adjustments to complete the camera issue / repairs. After software reload, several important software files set to 'read-only' were corrected. Restored associated files in accordance with service procedures. Repairs were verified by successful qc without issue. The customer has accepted repairs. Repairs have returned this instrument to expected operation. An ocd fe called the customer and found that the instrument is working as expected. (B)(4).